Manufacturer narrative:
Date of this report: 09/09/2015. Describe event or problem: new information received: it was confirmed that during the case, the doctor did not hear the expected response from the system. ¿the stimulating probe did not give him an audible response although it had worked earlier in the case.¿ also, ¿nothing appeared¿ on the stimulus return. There was no patient impact or injury. Concomitant device: 8225101: probe 8225101 5pk std prass, lot number unknown. Initial reporter also sent report to FDA: no. Date received by manufacturer: 10/07/2015. Product evaluation: -- the patient interface (8253200) was received for analysis. Service and repair examined the unit; could not duplicate customer¿s issue. Replaced the p/I board due to channel 1 failing the ¿electrode off¿ test and replaced worn wave washers. The item was tested and passed all manufacturing specifications. -- available information indicates that the probe was discarded; analysis results not available. Usage of device: reuse.

Event description:
New information received: it was confirmed that during the case, the doctor did not hear the expected response from the system. 'The stimulating probe did not give him an audible response although it had worked earlier in the case.' Also, 'nothing appeared' on the stimulus return. There was no patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 8253200: patient interface, 8253200 response 3.0, s/n (B)(4), lot 206905285, manufactured: 04/16/2013. (B)(4). No consequences or impact to patient. (B)(4). Product evaluation: service and repair examined the unit (mainframe (B)(4)); could not duplicate customer¿s issue regarding "not working properly". Upgraded software to current version and as a precautionary measure, placed unit in burn-in for 24 hours attempting to observe any heat related failure; the unit never failed. The item was tested and passed all manufacturing specifications. At this time, the patient interface 8253200 has not been received for evaluation.

Event description:
It was reported that during a case, the doctor thought it was on the nerve, but the monitor said that it wasn't. There was no patient impact or injury.